Event description:
On december 30, 2021 fujifilm healthcare americas corporation was informed of an incident related to MRI scans possibly leading to misdiagnosis. On (B)(6) 2021, MRI scan was performed on a patient. Per the site's summary, the exam was read by a doctor as showing "a generalized disc bulging at l2-l3 and l3-l4 levels" . On (B)(6) 2021 the patient was scanned again at another location. The patient could no longer walk and was in a wheelchair. Per the site's reporting, "the 2nd exam clearly shows a bean-shaped 2 cm tumor in the spinal canal at the l2-l3 level". There is no death associated with event.